Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR could not be completed because no lot number was provided. Because the device was not returned, mmdg has been unable to investigate the complaint. There is no indication that the device malfunctioned. Based on the information provided to mmdg the pump and administration set appear to have been performing as expected. This report is being filed out of an abundance of caution due to the potential harm that could have been caused to the patient.

Event description:
The initial reporter stated that they were woken up by the patient crying during an overnight feeding, and that the patient was tangled in the tubing. They advised that the patient had not been harmed and that they had contacted their doctor for mitigating risks during overnight feedings. Mmdg did follow up with the initial reporter, but they stated that they did not want to provide any additional information. (B)(4).